Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9112701, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-22, medical device lot #: 9280154, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-07. " (B)(4). Investigation summary: a complaint history check was performed and this is the 2nd related complaint for shield does not detach as intended & the 1st for needle hub separates on lot # 9112701. This is the 1st related complaint for shield does not detach as intended and the 2nd for needle hub separates on lot # 9280154. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended, needle hub separates) was captured and addressed appropriately investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9280154 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 9112701. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the hub separated from the device with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that the needle hub separated from the syringes.